Event description:
Hamilton company was informed in june 2002 of an event that occurred in 2002, in which the hamilton microlab at +2 instrument reportedly did not pipette a row, did not generate an error message. No death or injury resulted from this event.